Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report experiencing difficulty getting the instrument to seat on the sterile adapter on patient side manipulator (psm3). After getting the instrument to seat, they were not able to use the instrument. Prior to calling, the customer removed the instrument and sterile adapter, and reported that one of the spring plungers on psm3 was bent. Customer proceeded with the case as a three-arm system. Live logs were not available. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced broken pins in the spring plunger. The system was tested and verified as ready for use. A log review was performed and the following was confirmed: the cholecystectomy was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.